Event description:
The consumer reported a false positive result with the binaxnow covid-19 self test performed on (B)(6) 2021. Consumer was tested twice in the hospital with pcr on (B)(6) 2021 and those tests generated negative results. Consumer stated she has a sinus infection. No additional information, including patient treatment and outcome was provided.

Manufacturer narrative:
The investigation is still in progess. A supplemental report will be provided after completion.

Manufacturer narrative:
Corrected data: g4: eua number corrected from (B)(4). Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 146467 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 146467, test base part number 195-430h / lot 138519r. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 146467 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.